Manufacturer narrative:
Additional information was received stating this system displayed a fault code (fc) 1005 due to the detection of an open circuit with a shocking impedance measurement greater than 125 ohms. A review of the patient data noted an episode of ventricular tachycardia (vt) which was converted with anti-tachycardia pacing (atp). Another episode was noted in which atp and eight shocks were delivered for ventricular fibrillation (vf) and therapy was suspected to be exhausted. The vf was very fine and there were no patient issues due to the patient having a ventricular assist device (vad). A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended replacement of the rv lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a procedure to upgrade this patients' device, the patient had respiratory failure after defibrillation threshold testing (dft) due to brevital sedation. The patient required intubation. Additionally, shocking impedance measurements were 100-110 ohms. All other lead measurements have been stable and the physician will continue to monitor this patient. No adverse patient effects were reported.